Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation alleges pain, discomfort, difficulty ambulating, fatigue, irritability, elevated metal ion levels, disability, and scarring and disfigurement.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4). Depuy still considers this investigation closed.(B)(4)

Event description:
Update rec'd 09/24/2014- plaintiff's preliminary disclosure form was received, which identified part/lot information from patient sticker sheet. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. The complaint was updated on: 10/13/2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.depuy still considers this investigation closed

Event description:
Update 09 mar 2015, der and invoice received reason for revision updated to metal ions, dor (B)(6) 2015, cup, stem and sleeves were not revised as per der.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Update rec'd 4/7/2015 - medical records received from legal. Upon revision, fluid and metallosis were noted. The information received does not change the MDR decision. This complaint was updated on 04/16/15.